Event description:
It was reported to philips that c-arm could not rotate. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c-arm could not move. The philips remote service engineer (rse) communicated with the customer and confirmed that there was no malfunction with the c-arm. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per customer, there was no issue with the c-arm. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.